Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was showing emg responses continuously. The console was was making unexpected noises and signals, waveforms. When the sales representative came into the room, the electrode check was displaying that the emg tube was not placed properly for left vocal cord contact. The electrode check was showing large valuation changes on the left vocal cord. First the machine stated that the left electrode was off but 3 minutes later, the machine showed that it was correctly positioned. The procedure was completed with out the nim machine with 15 minutes delay.